Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during dwell. The patient was connected. There were no disconnections or loose connections. The baxter technical service representative helped the cg clear the alarm. The patient would complete therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(4) 2011 regarding the reported se 2240. The cg stated that they did not notice any visible damage or abnormalities with the supplies in use, and did not know how air might have got into the lines. The cg stated they have been extra careful since then and makes sure to check the lines and makes sure the connections are tight. The cg stated that they spoke with the nurse about the alarm and it was decided that the patient should finish therapy with manual supplies and use the hc again the next night. The cg stated they were able to resume therapy successfully with new supplies the next night, and that the patient has been continuing therapy on the cycler since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.